Manufacturer narrative:
Additional information: the pump was returned for analysis. The analysis result was ¿no anomaly found¿. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
The patient experienced increased spasticity, less than 50% of therapy relief. The patient was not getting relief. Diagnostics included checking the logs, dye study, x-rays, CT scan. The spiral CT, normal and the dye study was normal and the logs were ¿fine¿. They weaned the patient off and put saline in the pump. No significant change in the patient symptoms. An lp (lumbar puncture) trial x2 with some relief. There were no alleged product issues. The system was changed. The patient was reported to be in the hospital and the reporter was unsure about therapy. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported the patient was receiving effective therapy. The pump was used to deliver gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.